Event description:
On (B) (6) 2008 - customer reports that when the swing arm was in a certain position, there was no fluoro capabilities or table movement due to a monitor error. Customer has no back up room. No reported injury.

Manufacturer narrative:
Field service engineer troubleshot system, per hut table service manual and found a bad transducer amplifier board for the longitudinal table top movement. The faulty transducer board caused a faulty measurement, which caused the system to 'think' it was in a potential crash condition with the monitors. This is a safety design to prevent 'crashes' of the table with the monitors, if monitors are in the wrong position for a table movement. Fse could not duplicate failure of the fluoro. The fse replaced the transducer amplifier board. Tested and verified proper table operation per hut service manual 404954. Unit returned to full service by the customer.